Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of the patient line of a homechoice automated pd set with cassette leaked. This occurred during the first cycle of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical information associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.